Event description:
After the same type of drape was found to be contaminated, we closely inspected another bucket drape that was intended to be opened up onto the field. Upon close inspection there it was noted that there was a hair on the inside of the drape which could be felt through the packaging of the item. The drape was immediately removed from the room and was never opened onto the field.